Manufacturer narrative:
H4: the lot was manufactured between may 21, 2024 and may 22, 2024. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the assembly of the tubing and the second y-site clearlink in the upstream part. It was also observed that the solvent was partially applied in some areas of the tubing and there was a potential low insertion of the tubing. A dimensional test was performed on the tubing and clearlink y-site housing and was according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set with duo-vent spike separated from the access luer valve. This occurred during use in the outpatient infusion area in the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.